Event description:
On 1/25/01 maersk medical was informed that a diabetic under continuous insulin pump therapy had experienced high blood glucose level due to leakage in the luer connector which attaches the infusion set to the pump. Two used infusion sets were returned to the manufacturer for analysis. The incident took place in germany.